Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, a computed tomography (CT) was performed and imaging showed evidence of a device related thrombus (drt), grade 3 pedunculated. The patient started back on eliquis 5mg twice a day. A repeat imaging on (B)(6) 2026 was performed showing a thrombus associated with the atrial facing of the closure device which appeared adherent to the adjacent posterior left atrial wall measuring 18x16x4mm. This thrombus was non-mobile. No further information was provided at the time of this report. It was reported that anticoagulation was stopped before discovery of the thrombus after the procedure until the patient follow up in november. The patient was compliant with the medication regimen.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, a computed tomography (CT) was performed and imaging showed evidence of a device related thrombus (drt), grade 3 pedunculated. The patient started back on eliquis 5mg twice a day. A repeat imaging on (B)(6) 2026 was performed showing a thrombus associated with the atrial facing of the closure device which appeared adherent to the adjacent posterior left atrial wall measuring 18x16x4mm. This thrombus was non-mobile. No further information was provided at the time of this report.